Manufacturer narrative:
(B)(4). Upon follow up it was reported the abdominal pain had resolved. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with assisted automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown, further described as possible contamination as the patient was ¿connecting and disconnecting independently¿, however, this was not confirmed. The peritonitis was manifested by the patient being unable to eat, drink or take medications, nausea, abdominal discomfort (also described as intermittent abdominal pain), vomiting and diarrhea. Two days after onset, the patient was diagnosed with peritonitis. On the same day as diagnosis, the patient began treatment for the peritonitis with intraperitoneal (ip) vancomycin and gentamicin. Three days later, gentamycin was replaced with oral ciprofloxacin, 500mgs bd (twice daily). Two days later the patient was still experiencing intermittent abdominal discomfort, which was not improving. At this time, the patient was also still complaining of nausea, vomiting, diarrhea, unable to eat or take medication. Two days later, the patient was admitted to the hospital for the peritonitis event. On an unreported date, the peritonitis was resolved. At the time of this report, the assisted apd therapy was ongoing, the patient¿s peritoneal dialysis effluent was clear, the patient was switched to physioneal therapy, and the patient remained in the hospital for another indication. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.